Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a fall a couple weeks ago and that they didn't believe they fell on the side of the implant that the implant was on but then last week, they felt like the therapy wasn't working so they tried to concentrate to see if they could feel the stimulation but they couldn't. Patient stated they then went to their equipment and tried to increase their stimulation and they started at 1.5 ma and it wouldn't let them increase and they got a message that it was operating at "maximum strength" so they switched to two other programs and only got it up to .3 ma on both programs before they got the same message again. Patient stated they tried to go back to their original program and now they were stuck at 0.3 ma on that program and couldn't get higher. Patient services reviewed maximum settings with the patient and redirected the patient to follow up with their managing health care provider (hcp) to check the implanted system and further address the issue. Patient services reviewed the role of patient services as well as the role of the representative and provided patient with the national answering services number for the patient to provide to their hcp's office so a rep could be paged. Patient to follow up with hcp office and provide them with the number.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-15 additional information was received from the patient. They reported that the fall did affect their implant. They indicated that they were having to increase due to their incontinence. The most likely cause was of the max settings message was that when they fell, the lead they had was damaged. The manufacturing representative (rep) was able to bypass the damage and combine 2 other leads to return function. The issue was resolved. On 2025-sep-23 additional information was received from a manufacturer representative (rep). The rep reported that they had met with this patient on (B)(6) 2025 and the max settings message was due to impedances, which they were able to work around by using other programs. There was no actual damage to the lead, they think the patient was thinking the impedance issues were the damage. The new programs were working great for the patient, no intervention was planned and the issue was resolved.